Event description:
It was reported that a legacy table was angulated to a 30 degree incline when the table top slid down and hit the floor. The pt complained about shoulder pain and was evaluated in the emergency department. X-rays were negative and the pt was provided with mild pain relievers. No further medical attention was required.